Event description:
It was reported that the patient presented for a lead implant. During the procedure, it was noted that the lead helix exhibited failure to extend. The procedure was completed successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix cannot be extended was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. After cleaning, the full helix extension length was found to be within specifications. The cause of the reported event was blood/tissue clogging the helix and the over torqued inner coil consistent with procedural damage. Visual and x-ray examination did not find any other anomalies.